Manufacturer narrative:
A review of the manufacturing instructions, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the ngage nitinol stone extractor basket was not functioning when removed from the package prior to using it on a patient. The device did not come in contact with the patient. The intended procedure was completed by using another ngage nitinol stone extractor. No adverse effects to the patient have been reported due to this occurrence.